Manufacturer narrative:
The grounding pad and packaging was discarded by the facility and was not available for investigation. Lot information was not recorded prior to disposal. The generator used in the procedure will be returned and evaluated. A follow up will be sent once the investigation is complete, (B)(4).

Event description:
A patient experienced a burn on the calf where the grounding pad was placed. Three blisters 1 x 1.5cm) in a triangle about 2 cm apart formed. Patient was not treated, only monitored.